Event description:
It was reported that a user was unable to scan a libre 3 plus sensor and could not open the ilet mobile app; assistance to delete and reinstall the ilet app was initiated but the call ended before completion. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms from the ilet, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a pairing failure requiring a new cgm and an app access issue, consistent with communication or pairing malfunction of the cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issue related to cgm pairing that was not resolved during the call.